Event description:
It was reported that during a revision procedure, this right atrial (ra) lead was found to have dislodged. The physician observed the dislodgement through fluoroscopy imaging. The ra lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. This ra lead was retained by the hospital.